Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader, and no issues were observed. The reader did not power on with a button press, strip insertion, or with the usb cable. The reader was sent for further investigation and de-cased. Battery voltage measured to be 3.0 volts, indicating normal voltage. Placed the reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). Observed reader did turn on when pressure was applied to the cpu, indicating poor soldering of the cpu which can cause the battery not to charge. The battery was observed to be charging only while pressure was applied to the cpu. Therefore, this issue is confirmed to poor soldering of the cpu.

Event description:
A caregiver (mother) reported that the adc freestyle libre 2 reader would not turn on with neither button press nor test strip insertion, starting on (B)(6) 2020. On (B)(6)2020, the customer experienced symptoms of trembling and faintness. The customer was treated with sugary foods by his parents to raise blood sugar levels. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (mother) reported that the adc freestyle libre 2 reader would not turn on with neither button press nor test strip insertion, starting on (B)(6) 2020. On (B)(6) 2020, the customer experienced symptoms of trembling and faintness. The customer was treated with sugary foods by his parents to raise blood sugar levels. There was no report of death or permanent injury associated with this event.